Event description:
Information was received from a healthcare professional (hcp) via a medtronic representative regarding a patient implanted with screws in a posterior pedicle screw fixation with cemented screws at l4/5 for back pain, radicular symptoms. It was reported that the locking cap of the fns screw was torqued off and the broken off part was removed. However, the locking cap has come loose and is floating in muscle above the construct. The locking cap torqued off as normal. The surgeon followed the steps as normal and indicated. The fns screw's locking cap is the suspected issue but the set screw was reported as well as the threads may be damaged in that too. There were no patient symptoms or complications as a result of this event. No further complications were reported/ anticipated.

Manufacturer narrative:
H6: the device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A2: updated patient age. A4: updated patient weight. B1,h1: since revision surgery occurred, this event is serious injury reportable. B2: updated outcome attributed to adverse event. B5: updated event details. D6b: updated explant date as set screw was explanted h6: updated eval. Code method as set screw was discarded post explantation updated annex f code due to revision surgery on (B)(6) 2024. Radiographic image review of lateral x-ray l4-5 fusion with cement augmentation states that one of the setscrews is out of the screw tulip into the soft tissues as described. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional (hcp) via a medtronic representative regarding a patient implanted with screws in a posterior pedicle screw fixation with cemented screws at l4/5 for back pain, radicular symptoms. It was reported that the locking cap of the fns screw was torqued off and the broken off part was removed. However, the locking cap has come loose and is floating in muscle above the construct. The locking cap torqued off as normal. The surgeon followed the steps as normal and indicated. The fns screw's locking cap is the suspected issue but the set screw was reported as well as the threads may be damaged in that too. There were no patient symptoms or complications as a result of this event. Revision took place on 19-may-24. The cap did not torque off correctly as there was cement in the tulip from when they augmented the screw. The surgeon removed the cement and fitted a new locking cap into the existing screw tulip. Floating locking cap was disposed of. The set screw was removed from patient and discarded and only the pedicle screw remains in the patient. The patient's medical history included atrial fibrillation- paroxysmal. Patient was prescribed metoprolol to take when needed, but the last episode of palpitations was approximately 2 years ago. The patient also has a history of hypolipidemia. No further complications were reported/ anticipated.